Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The archive logs were received and showed the 3d model quality was poor. The tracer uses a large area, however contains points over the eyes and no points on the nose. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a cranial resection procedure, there was difficulty passing tracer registration on the navigation system. The site placed a few points on the nose and tracing on the head back to the surgical site, but the system would flip the registration around after finishing. After a few attempts, the site tried to use a point as well, which reduced the error, however when checking accuracy, it was not accurate. It was recommended that the site place more points on the nose. The site was using the refine option in the build 3d model task. The case was completed without the navigation due to being unable to register. There was a reported delay to the procedure of less than 1 hour due to this issue and the patient now has paralysis. No additional information was available.